Event description:
The customer reported to beckman coulter (bec) that approximately 20 ml of cleaner fluid leaked into the blood sampling valve (bsv) of the unicel dxh 800 coulter analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) did not go onsite for this event. The fse contacted the customer via telephone and instructed the customer to clean between the blood sampling valve (bsv) pads. The customer cleaned between the bsv pads resolving the issue. Failure mode of the leak was related to the bsv pads. Beckman internal identifier number for this report is (B)(4).